Manufacturer narrative:
Upon further review, this is not a reportable event. Per the legal manufacturer, it is not likely for the reported problem to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. As reported by the user facility, the cause of the problem was isolated to a specific scope and not the olympus, clv-190 light source. No additional resolution information was provided by the user facility. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error was generated when using olympus, series 190 scopes with the olympus, model clv-190 light source. There was no patient injury, associated with the problem, reported to olympus.